Event description:
On (B)(6) 2020; at a transport, the customer performed all pre-op checks with ok and then connected the patient. After a short while they started to get turn flow sensor alarms. Since it was a critical patient, they had no chance of stopping the ventilation for any action. So the alarm keep on coming for 4 hours...... According to the customer was the user trained and knows the ventilator. In the log files, I can see some strange behaviour with the fs calibration. The fs calibration can fail and the be successful within some seconds. Please review the files and get back to me.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for ventilation. Based on the information found, the root cause of the event cannot be determined. No sufficient information was provided by the distributor technician. The most likely cause is that the turn flow sensor alarms were false positive, as the customer did not report more problems. The correction made could not be determined, as insufficient information was provided by the distributor technician. There was no patient or user harm reported.